Event description:
IV bag is leaking and it appears to be from top left seam (label facing). Rn returned bag to pharmacy from pt's home.

Event description:
Add'l info rec'd from MFR 05/18/04: one used sample was received for evaluation by reliability and quality engineering department. The sample was subjected to underwent leak testing which identified a pinhole leak in the seal near the hanger end of the bag. The sample has been forwarded to the mfg facility for further investigation. A review of MFR's product-reporting database revealed no similar reports have been received for lot number p133801.

Event description:
Add'l info rec'd from MFR 7/29/2004: as discussed MFR did receive further investigation results from manufacturing facility and they are as follows. Root cause was determined; the leak was caused by high rf (radio frequency) or insufficient cool time, which caused heat bubbles in the main seal bead. A heat bubble is a pocket of air protruding through or pushing into the main seal bead causing distortion during the sealing process. The product referenced in report mw1031466 is 2b8083, lot number p133801 was manufactured june 2003. As a part of a long-term corrective action on september 11, 2003 the new main seal parameters were implemented and validated, which reduced the rf for the main seal. Since this parameter validation, excessive heat in the main seal has not been observed. To ensure proper seal integrity, quality checks are being conducted with acceptable results and no seal or pinhole related defects are occurring. There have been no other issues or complaints since the new main seal parameters were implemented and validated.